Event description:
A customer reported receiving a minimum fill notification, indicating a possible issue with their insulin pump. The customer did not provide their blood glucose level, and there was no additional information about the impact on blood glucose levels. The customer attempted to resolve the issue by reloading the original and a new cartridge following instructions from technical support, but the problem persisted, and they were unable to load a cartridge. Technical support escalated the issue, and it was decided to replace the pump. The customer used multiple daily injections (mdi) as a backup insulin therapy and was instructed on how to put the pump into storage mode and return it using a pre-paid label.